Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported that there was lead migration. The patient was reprogrammed as a result. There were no patient symptoms or injuries related to this event. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Event description:
Additional information stated the lead was repositioned on 2012-(B)(4).

Manufacturer narrative:
(B)(4).